Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05348. It was reported that an asymptomatic patient's existing right ventricular - rv lead failed to disconnect from their pacemaker during an elective replacement change. The physician attempted to use multiple wrench kits to no avail. The physician then decided to cut and cap the rv lead and implant a completely new rv lead on 03 apr 2020. Patient condition was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.